Event description:
It was reported that shaft break occurred. The 20x2.75mm, 90% stenosed, de novo target lesion containing a significant <=45 degree bend was located in a mildly calcified and mildly tortuous left circumflex (lcx). Following predilation using an unspecified balloon catheter and deployment of unspecified stents on the lesion, a 12mm x 2.75mm quantum maverick balloon catheter was used for post dilation. However, it was noted that the shaft (about 20 cm away from the hub) was broken off while pushing the device. The physician withdrew the balloon with the guide. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The shaft was kinked 16cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube kink or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 20x2.75mm, 90% stenosed, de novo target lesion containing a significant <=45 degree bend was located in a mildly calcified and mildly tortuous left circumflex (lcx). Following predialtion using an unspecified balloon catheter and deployment of unspecified stents on the lesion, a 12mm x 2.75mm quantum¿ maverick¿ balloon catheter was used for post dilation. However, it was noted that the shaft (about 20 cm away from the hub) was broken off while pushing the device. The physician withdrew the balloon with the guide. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).